Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire for analysis. Signs-of-use in the form of biological material was observed on the guide wire body. Visual examination of the returned sample revealed that the guide wire was severely unraveled from the distal end. Three kinks were also observed on the guide wire. The j-bend appeared intact. Microscopic examination of the guide wire confirmed that the core wire was broken adjacent to the distal weld. The exposed distal core wire tip is tapered and discolored at the point of separation. The distal weld was still attached to the coil wire. The major kinks in the guide wire body measured 260mm, 331mm, and 363mm from the proximal end. The broken core wire measured 601mm, which is within the specification limits of 596mm-604mm per the marked guide wire product drawing. The guide wire diameter was also found to be within specification. Functional testing could not be performed as the guide wire was too deformed. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered , withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: spring wire guide (swg) was unraveled during use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: spring wire guide (swg) was unraveled during use.